Manufacturer narrative:
Immucor technical support could not use a remote electronic connection method to assess the instrument test well images in question because access was not established. An immucor field service engineer (fse) visited the customer site on (B)(4) 2017 to assess the instrument in question. The fse determined that the instrument was operating as expected.

Event description:
On (B)(6) 2017, a customer site reported to immucor technical support an unexpectedly negative antibody screen, when tested on a galileo instrument on (B)(6) 2017.